Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 50 mg/dl. Customers other blood glucose value was 420 mg/dl. Insulin delivery was suspend due to sensor values. Customer also stated that they experienced hyperglycemia and treated with manual injection. Customer declined to troubleshoot for the high blood glucose value. Customer stated that insulin pump received insulin flow block alarm and it was resolved by complete set change. The sensor will not be returned for analysis.